Event description:
It was reported the pt is experiencing persistent pain at her ipg pocket site after a stroke. She felt her ipg move from its original location. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.